Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump intermittently shut off unexpectedly. The customers blood glucose bg level was in the 400's mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.